Event description:
The customer reported that erroneous differential results without instrument generated flags were generated on an unicel dxh 800 coulter cellular analysis system for three patient samples across two days. This report represents the erroneous differential results for one patient generated on (B)(6) 2012. Beckman coulter inc assessment of customer supplied patient results indicated that the initial neutrophil (ne) % and monocyte (mo) % results were erroneously low, and the eosinophil (eo) % result was erroneously elevated. The eo%, ne% and mo% results were reported outside of the laboratory, however, there were no reports of death, serious injury or modification to patient treatment associated with this event. Upon repeat testing on the same instrument, an alternate instrument, as well as comparable results generated via manual differential assessment, the repeat/manual eo%, ne% and mo% results were regarded as valid and correct. A corrected report was issued. The instrument was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision) and controls executed before the incident generated results within assay ranges. Controls were not run after the incident. The sample was collected in a plastic ethylenediamine tetra-acetic acid (edta) tube.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) replaced the differential mix chamber because pieces of rubber cap were found in the bottom of the chamber. A leak of 2 to 20 ul was found which was contained to the bottom of the unit. There was no biohazard exposure to the customer from this leak. Upon completion of the necessary and verified repairs, the instrument was returned back into service. A customer notification was issued by beckman coulter inc to address this issue. Corrective actions are currently underway. Mdrs associated with this event: 1061932-2012-01606, and 1061932-2012-01607.